Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope exhibited image problem. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was (B)(6) 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely the event occurred due to the damage of image sensor unit(disconnection) or breakage of the mounting components (integrated circuit chip, capacitor) of the electric board due to use stress, external factors, or handling. The event can be detected and prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope image was snowy. The issue occurred during preparation for use for a therapeutic unspecified procedure. The procedure was completed using the similar device there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the final results of the investigation, the image sensor cable was kinked at the end of the light guide connector, the kink of the image sensor cable caused the output signal line to break and short out, resulting in the image disappearing during the angulation operation, the cause of the kink of the image sensor cable was a strong external load applied to the image sensor cable due to stress beyond what was expected, such as excessive twisting or bending. Olympus will continue to monitor field performance for this device.